Event description:
It was reported that 3 minutes into hyperbaric treatment (when patient was descending/going under pressure), the patient felt a popping sensation (no sound, just sensation). The patient was wondering if it was "ruining the product". The patient was not sure if his pump was full; he had a month left before the next refill. The patient did not have any other symptoms/sensation. He felt it at both yesterday¿s and today¿s treatments. The pump was delivering dilaudid. Additional information was received and it was reported that during (B)(6), the patient had his legs amputated because he was a diabetic; he was having hyperbaric oxygen therapy. The patient¿s pump was refilled every 3 months. At the time he started the oxygen therapy he had one month before the appointment to refill the pump. During the hyperbaric treatment the pump would make a ¿pop¿ sound. He had a couple of hyperbaric therapy sessions. The hyperbaric therapy was discontinued because the pops were increasing in strength. It had been 10 days or 2 weeks since the last hyperbaric treatment and the pump was still popping every now and then; it popped when he bent over and when he was sitting. The patient had been taking a lot more medicine orally to compensate for increased pain/loss of therapeutic benefit. He did not hear any pump alarms. The patient wasn¿t sure if the implant was broken and didn¿t know what to do. The patient had received a letter from his pain clinic that was refilling the pump saying that they were dropping him immediately because of missed appointments. The patient was looking for a new physician. The pump was delivering dilaudid, bupivacaine, and an unknown (anti-clotting) drug. The patient¿s last refill was in june, the next refill was due (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8578, serial# (B)(4) implanted: (B)(6) 2011, product type accessory. (B)(4).